Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilation was performed, a 2.50x28 synergy¿ drug-eluting stent was advanced but the device did not move smoothly. The device was removed from the patient and it was noted that the mounted stent (mid-distal) on the balloon had been stretched. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.